Event description:
The report states: we have had 2 more defective block needles. One was yesterday and unfortunately was not saved, however the one from today was saved and is available to return if you need me to. This one is from the same lot as the previous one. The issue with this needle is a hole in the tubing it was noticed while using on a patient. While aspirating with a syringe air was being aspirated. Once removed from the patient, it was tested, and fluid was seen squirting out from the tubing. Similar instance yesterday as well.

Manufacturer narrative:
Qn#(B)(4). A device history record was not available for review. The customer reported a leak coming from the needle/tubing. The customer returned one stimuquik needle and packaging. The returned sample was visually examined with and without magnification. The stimuquik needle and cable appear typical; however, microscopic examination of the tubing revealed there is a crack in the tubing near the hub of the needle. A manual leak test was performed on the returned tubing of the needle by plugging the cannula tip and connecting a lab inventory syringe to the luer-lock end of the tubing and manually injecting water. A leak could be seen coming from a crack in the tubing where it connects to the hub of the needle, which was revealed during the visual inspection. No other leaks were detected. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of the tubing leaking was confirmed based on the sample received. During the functional inspection, water was observed leaking from the connected tubing at the hub of the needle. It is unknown how the stimucath needle was handled prior to and during use and the pressure used to inject is unknown. Therefore, the potential cause of the tubing leaking could not be determined.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we have had 2 more defective block needles. One was yesterday and unfortunately was not saved, however the one from today was saved and is available to return if you need me to. This one is from the same lot as the previous one. The issue with this needle is a hole in the tubing it was noticed while using on a patient. While aspirating with a syringe air was being aspirated. Once removed from the patient, it was tested, and fluid was seen squirting out from the tubing. Similar instance yesterday as well.